Manufacturer narrative:
(B)(4). Batch # n5523f. Additional information was requested and the following was obtained: just to confirm, did the patient require a transfusion as a result of the device issue? How much blood was lost (ml)? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, when transecting a bifurcation of the renal artery a gray reload was fired and the proximal and distal ends of the staple lines formed, but the middle segment of the staple line did not form. Another reload was fired across the artery to achieve hemostasis and complete the procedure with no harm to the patient. The volume of blood loss is unknown.